Manufacturer narrative:
There are contributed factors that led to cause of this issue: the product was damaged, likely during positioning due to excessive force applied on sensor wire allowing it break from insulating patch. Though the user indicates some precautions are taken, it is necessary to perform these following the completion of setup prior to surgery. Therefore, the device was incorrectly prepared for use and modified from its specified state. The use error resulted in a potentially hazardous situation to be present. The system provided feedback by indicating alerts to abnormal conditions being present. However, the user did not address the alerts during the time of the event. Instructions for use address the user responsibilities, precautions to be taken, the meaning of alerts and troubleshooting that if taken shall prevent the issue reported. There had been no unusual circumstances/observations during placement of the sensors prior to surgery. The orthopedic fellow/1st assistant on the case had placed/secured the sensors without a problem. The circulating nurse followed routine protocol for checking that the sensors were in position and secured. Specifically, the sensor in question had been noted secured prior to transfer of the patient to the prone position. The patient was in the prone position for the surgery, a posterior procedure. There were pillows under her calves/ankles that raised her lower legs slightly from the operation room table/sheet intra-operatively. It was at the end of the surgery when the patient was transferred back to the supine position that the dislodged electrode and burn were noted. There were no unusual observations or events intra-operatively. The surgeon reports having heard a sentio alert at some point during the procedure and recalls verbalizing this. Other staff present do not recall awareness that there was an alert until it was mentioned at the end of the procedure. The patient was discharged home with home care services on (B)(6) 2015. She is receiving silvadine and dressing changes. As of the time of discharge the burn had eschar. Note: the director of operation room nursing will explore/coordinate with sentio staff education regarding alerts. As well, set-up of the unit for use will be clarified as to whether additional steps are required for data to be saved and running of reports. Ref u.f# 3302700000-2015-0006.

Event description:
(B)(6) female on (B)(6) 2015 underwent removal of lumbar spine hardware l1-l2, posterior lumbar fusion w/ instrumentation revision decompression and fusion l3-l5, iliac crest bone graft. At the end of the case the patient was noted with an oval-shaped 3rd degree burn, 1cm x 4cm, between her left anterior thigh and knee. The sentio mmg (sensor kit of 8, plus ground, as described in section d) had been used during the surgery. It was noted with regard to the sensor that had been placed over the vastus medialis, the wire/electrode portion was no longer adhered/attached to the gel pad. The gel pad (with gel) was still in place on the patient's leg. However, the rectangular electrode (attached to the white wire) had come off the gel pad and gotten outside of the gel pad from under it where it had been adhered to the gel/secured on patient leg, and had burned the patient. The metal portion of the rectangular electrode (still attached to the wire) was found over the base of the burn, which extended toward the gel pad. Xeroform and tegaderm with a pad, were placed over the burn in the operation room, and the patient was transferred to the pacu/recovery room. Silvadine applications were implemented.